Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin delivery was suspended. The customer¿s blood glucose level was 7.2 mmol/l and sensor glucose was 3.8 mmol/l at the time of the event. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. It was reported that the sensor glucose value that triggered the suspend on low or suspend before low event was 3.8 mmol/l and low limit in sensor settings was 3.8 mmol/l. The device will not be returned for analysis.